Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s): 0001825034 - 2018 - 00497, 0001825034 - 2018 - 00498, 0001825034 - 2018 - 00499. Concomitant medical products: unknown part/lot; femoral stem, acetabular cup, acetabular liner. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision to address unknown reasons on an unknown date. No further information has been made available at this time.

Manufacturer narrative:
Reported event was able to be confirmed by the review of x-ray performed by a certified hcp. DHR review and complaint history search were unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient is being considered for a revision to address dislocation on an unknown date. Attempts to obtain additional information have been made; however, no more is available.